Manufacturer narrative:
H.6. Investigation: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm on shield and tube and defective marking with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm on shield and tube and defective marking with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. The print is heavy, light and partially missing, this is caused by the labeling wheel not being properly adjusted to the correct height and pressure, or if a mat was damaged.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (367846) from lot: 0227196: dirty cap ×3. Defective marking ×1. Spot in tube ×1.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological and no label or missing label information the following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (367846) from lot 0227196: dirty cap ×3, defective marking ×1, spot in tube ×1.